Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/09/2019. The field service engineer( fse) confirmed the air flow accuracy out of specification. The customer was advised to replace the flow sensor assembly. The gas delivery system (gds) unit was returned to field investigation (fi) for analysis. An investigation was performed and the airflow sensor drift caused unit to pass out of specified range. Replacement of u1/u2 combination of airflow sensor subsystem resulted in the unit passing all testing. Root cause failure determined to be fault in u1 of airflow subsystem.

Event description:
The customer reported that during performance verification testing, the unit failed the flow test. There was no patient involvement.